Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This product is not expected to be returned.

Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. Surgical intervention was performed to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.